Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed and no anomalies were found. The distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that two different left ventricular leads were opened for use, but the physician elected to implant a different lead. It was later noted that the lead was too large for the vessel. No patient complications have been reported as a result of this event.

Event description:
It was reported that two different left ventricular leads were opened for use, but the physician elected to implant a different lead. No patient complications have been reported as a result of this event.